Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the accessory involved with this complaint and found the drape was found to have a labyrinth seizing/sticking/friction issue preventing installation/rotation.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, after setting, the customer found it hard to turn the arm and the ring of the arm drape came off. The procedure was completing as planned with another drape. No known impact or patient consequence was reported.